Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7177888, medical device expiration date: unknown, device manufacture date: 2017-08-24. Medical device lot #: 7352846, medical device expiration date: 2022-12-31, device manufacture date: 2017-12-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had foreign matter blocking needle preventing insulin from being drawn. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had foreign matter blocking needle preventing insulin from being drawn. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Occurrence: a complaint history check was performed and this is the 4th related complaint for difficult/unable to operate & the 4th related complaint for fm on needle on lot # 7177888. This is the 5th related complaint for difficult/unable to operate & the 4th related complaint for fm on needle on lot # 7352846. Investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the syringe cannot draw medication and something is at the tip of the needle blocking the hole. The returned syringe was examined under the microscope and no foreign matter was observed on the sample. The sample was then tested and was not able to draw properly. The sample was then wired and the wire was not able to pass through the cannula which is indicative of an adhesive clog in the cannula. Sample will be forwarded to manufacturing (holdrege) on 27jul2018 for further review. A review of the device history record was completed for batch# 7352846. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for insufficient silicone. A review of the device history record was completed for batch# 7177888. All inspections and challenges were performed per the applicable operations qc specifications. There were ten (10) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive clog) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (fm) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time possible root cause for the adhesive clog: this was possibly a transfer problem at the cannulator, whereby a cannula falls loose onto the table causing the next hub to receive a larger amount of adhesive which may in turn create a run over into that hub at which time a clog could occur. The adhesive nozzle or flow is not set right.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had foreign matter blocking needle preventing insulin from being drawn. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: male. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.